Event description:
It was reported that when the scope was placed in the back of the handpiece, the needle could not be retracted. Manual retraction was attempted, but it did not work. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that when the scope was placed in the back of the handpiece, the needle could not be retracted. Manual retraction was attempted, but it did not work. The procedure was completed with another device. There were no patient complications.